Event description:
It was reported that the insulin pump alarmed motor error and the insulin pump stopped working overnight. The blood glucose reading is 579 mg/dl. Customer treated with bolus. The blood glucose reading dropped to 200 range. During troubleshooting, the displacement test failed. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.